Event description:
It was reported that the device was used during an unknown procedure. It was reported that the jaws were too wide. There was no pt consequence.

Manufacturer narrative:
H6: jaw was out of alignment.